Manufacturer narrative:
Concomitant products: bifuse extension set; 3ml syringe containing 1.5ml of heparin in 1/2 normal saline; non-bd extension set; non-bd stopcock; therapy date unknown. The customer¿s report of a tubing leak was not confirmed. Visual inspection, functional and pressure testing showed no fault with the returned set. The root cause of a tubing leak was not identified.

Manufacturer narrative:
Correction to evaluation codes on follow up 2, omit conclusion codes. Correction to additional MFR narrative on follow up 2, investigation results. (B)(4). The customer¿s report of a leak at the connection between an IV tubing and a non-bd bifuse (misreported as a trifuse) was confirmed during pressure testing. The leak was observed between the male luer of model 10942011 and the female luer of the non-bd bifuse extension set. No leaks were observed during gravity and pump infusions and during flush tests with a lab syringe filled with blue dye liquid. The probable cause is due to poor fitment or a slight lack of compatibility between the male luer of model 10942011 and the female luer of the non-bd bifuse extension set.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the connection between an IV tubing and a non-carefusion/bd trifuse during a tpn infusion, dosage and rate not specified. The set was replaced and the infusion continued without incident. There was no patient harm.